Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was an "error with the pump." There was no adverse event associated with this malfunction. This complaint being reported because the alleged malfunction could have an impact on insulin delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump information from date of complaint was overwritten due to continued use of the device. No alarms related to the complaint were observed in the black box or pump alarm history. The pump powered on properly with no issues. The pump was exercised for 24 hours and the complaint of an error message was not duplicated. Investigators were unable to confirm or duplicate the complaint during investigation.